Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the arterial bubble detector did not alarm when the window was opened or when small amounts of air were introduced. No damages on the sensor or its wire were reported. The failure occurred during service. No harm to any person has been reported. Complaint ID#: (B)(4).

Manufacturer narrative:
It was reported that the arterial flow/ bubble sensor did not alarm when the window was opened or when small amounts of air were introduced. There were no damages on the sensor or its wire. The failure occurred during service. The cardiohelp was not an a patient and was being used for training. A getinge field service technician (fst) was sent for investigation and repair on 2022-11-23. No parts were replaced, as the customer cleaned the sensor and the failure was resolved. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Therefore the root cause for the failure "arterial flow/bubble sensor did not alarm" is a dirty flow/bubble sensor which is causing the failure. After cleaning the flow/bubble sensor, the cardiohelp is working as expected. According to the instructions for use (IFU) of the cardiohelp (chapter 10 cleaning and disinfection) the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in chapter 5.3 connecting the sensors it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2023-01-04 for the period of 2013-08-01 to 2022-11-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2013-08-01. Based on the results the reported failure "flow/bubble sensor could not detect air" could be confirmed. This complaint was found in the database of customer complaints as a single event (timeframe between (B)(6) 2022). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID#: (B)(4).